Event description:
Have been using coopervision proclear multifocal toric lenses and have experienced eye pain, migraine headaches, blurry vision, and red eyes to the point that I wear glasses to see. A year later, I went back to (B)(6) and the ophthalmologist could not figure out why I could not read the eye chart with the coopervision lenses. He ran a series of tests and verified that the prescription is correct. He examined and tested the lenses. The only conclusion was that maybe it was a bad lot and not manufactured correctly. I received a new prescription that was slightly different from the previous and pretty much the same thing. I will return to (B)(6) and request a different brand/manufacturer of lenses. I think it is important to report this problem in light of the disclosure of their recall. I am a quality assurance professional working in both medical device and pharmaceutical manufacturing and I think the issues are more widespread indicative of their processes in general. Dates of use: (B)(6) 2011. Reason for use: sight correction/astigmatism.